Event description:
Customer reported false negative leukocytes results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer had been asked to return reagent strips to investigate the issue. Siemens customer care center indicated that customer will not be able to send back reagent strips as they don't have any more of that lot of reagent. The cause for the discordant leukocytes results is unknown.